Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Catheter was found broken during usage on the patient.

Event description:
Catheter was found broken during usage on the patient.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection test. An actual sample was returned for investigation. It was reported that catheter was found broken during usage on patient. Visual examination was conducted on the returned sample did not show any obvious abnormality or design abnormality, except for the balloon had burst. Other than this, all part was remained intact and in good condition. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. Based on picture 2, no obvious abnormalities were observed on the returned sample. Commonly, burst balloon could be happened due to various reasons such as over inflation on the balloon or excessive pressure applied during use. In current standard operating procedure as per (B)(4), the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test ((B)(4)) catheter with defective balloon will be culled out. Based on the investigation conducted, no abnormalities were observed on the returned sample. Burst balloon happened could be due to such reasons as over inflation or excessive pressure been applied to the catheter. Therefore, this complaint is not confirmed.